Manufacturer narrative:
A medwatch form was received from the user facility after co's original submission of the event information to the FDA. Additional information from the user facility form is included here. Information from section f has been transcribed directly from the user report. Testing and investigation could not confirm/duplicate overdelivery. The frequency of death or serious injury reports for code 104 complaints (free flow) for lifecare is approx 0.44/million sets.

Event description:
Overdelivery reported. The pump was set to infuse morphine 500mg/500ml at 1 ml/hr. While the pt's primary nurse was at lunch, another nurse hung a new morphine container for an empty one. The primary nurse returned shortly thereafter and responded to an unspecified device alarm. She observed that the display read zero (0) for the set rate and zero (0) delivered, however, there was a steady drop noted in the drip chamber. There was an estimated 50ml of solution gone. The nurse who hung the container states she lost approx. 30-40 ml during priming while attempting to eliminate air in the tubing. They estimate that the pt received a bolus of approx. 10 ml (10 mg) of morphine. The pt had no signs of oversedation, his vital signs remained at baseline and his respiratory rate was in the 20's/minute. The pump was switched out and the tubing was replaced and discarded. The pt reportedly expired approx. 7 hours later from his disease condition. He had remained in baseline condition after the event and the incident reportedly "had nothing to do with his death, he was an end-stage cancer pt." No further info was available.